Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was intermittently fluctuating. Additionally, it was reported that the pump intermittently could not be charged properly without the customer maneuvering the cable into the charging port due to the charging port being loose. There was no adverse impact to customer¿s blood glucose level. Customer declined to further troubleshoot with tandem technical support. Customer continued to use the pump for insulin therapy.